Event description:
A report was received that the patient underwent a revision procedure due to the ipg being tilted, which was impacting his ability to charge. The patient is reportedly doing well following the revision procedure.